Event description:
Pt suffered cardiac arrest post-procedure, requiring intubation, intra-aortic balloon pump counter-pulsation, left main coronary artery stenting, and left anterior descending artery stenting.